Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently 2.5 years post-op, the patient was revised due to pain. Attempts have been made and all available information has been provided.

Manufacturer narrative:
Cmp (B)(4). D10: 42528200708 - partial articular surface right medial size g 8 mm thickness - 64660649, 42538000702 - partial tibial cemented size g right medial - 65032727. G2: foreign country: new zealand. H6: mechanical (g04) - femur. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall sizing of the implant is appropriate. Possible polyethylene wear of the medial compartment. Early loosening of the femoral and tibial components not excluded. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.